Manufacturer narrative:
(B)(4). Batch # u5de0t. Investigation summary: the analysis results showed that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a donor nephrectomy procedure that when the stapler was fired on the renal artery of the donor the staples did not fully form on the patient side. The aorta was clamped, an additional incision was made where the renal artery was clamped and then sutured. Other than an additional incision there were no adverse consequences for the patient. Three reloads will be returned.